Manufacturer narrative:
Patient has a history of hypertension. Patients doctor stated that they did some testing while she was in the hospital and determined on monday that she was actually a type 1 diabetic and not a type 2 diabetic as initially diagnosed.

Event description:
The patient had been throwing up since the afternoon of "the" (B)(6) 2019. The patient reported a blood glucose level reading in the 400's on (B)(6) 2019. The patient's endocrinologist advised the patient to go to the ER.